Event description:
It was reported by the rep that the 91) tct75 was used during a colectomy procedure. It was reported that the linear cutter was used to transect the colon. It was reported that the staples did not form correctly. The surgeon completed the case using the device with no consequence to the pt.